Event description:
Three patients were treated with the laser for ablative skin resurfacing in one health care facility. The regular post-procedure care was suggested to the patients. Patients allegedly developed localized infection in the treated area several days after the treatment. One patient was treated with IV antibiotics in emergency room. Patient was not admitted to the hospital. The other two patients were treated with antibiotics by their treating physicians.

Manufacturer narrative:
The laser equipment worked properly during the procedure. Manufacturer was not informed of any malfunctions of the device. Operator did not follow cleaning procedure specified in operator's manual which may have contributed to infections.